Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: synthes sale representative. The device was received, the investigation was completed. Part: 422.253s; lot: 9959652; manufacturing site: (B)(4); release to warehouse date: 06.jun.2016; expiry date: 01.may.2026. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: (B)(4); selected flow: 3. Damaged: visual. It was reported that the hospital discovered that there was a bone fracture near the proximal screw. Pd investigation site: (B)(4). Visual inspection: 12 implants (1 plate and 11 screws) were received in faultless condition. 3 of the screws were cut during removal procedure. Also, the 5 blocked screws which are jammed in the plate do not have influence on the reported problem as they completely fulfilled their intended function. There is no allegation against the implants in question. As we have not received any x-ray pictures we are not able to confirm the reported breakage of the bone. Therefore, this complaint is not confirmed. As all received implants are in good condition, we are not able to identify any root cause for the reported problem and no further investigation will be performed. This device left our distribution chain in faultless condition and did not cause the reported problem. No product failure could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.

Event description:
It was reported that the hospital found out that there was a bone fracture near the proximal screw, on (B)(6) 2018, due to an unknown reason. The patient underwent a conservative therapy since that time. Internal fixation surgery was performed with one (1) locking compression plate (lcp) distal femur plate and eleven (11) locking screws. Patient underwent a removal surgery on (B)(6) 2018. All pieces were retrieved and no pieces were left in the patient. The surgery was delayed by sixty (60) minutes. No adverse events were caused by the extension of surgery time. This complaint is for (1) ti lcp distal femur plate 7 holes/196mm/left-sterile. This complaint involves ten (10) devices. This report is 1 of 10 for (B)(4). Please see the linked complaint (B)(4) for the additional two (2) devices.